Manufacturer narrative:
Allegations related to device has a hole, fluid loss and mechanical issue were reported. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at folds in cylinder body. Both cylinders had fold wear hole in the outer tube in the proximal cylinder body; no leaks were found in cylinder 1. Cylinder 2 has a fatigue leak with broken fabric treads in the proximal cylinder body that was result of wear and fatigue in the inner tube; hole was present. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. Product analysis confirmed the reported cylinder and pump malfunction. The ams 700 spherical reservoir was visually inspected and functionally tested. The reservoir has wear at a fold in the reservoir shell; no leak was found in the reservoir shell. This wear would not affect the functionality of the device. There were the holes in the kink resistant tubing (krt) attributed to sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure; no leaks were found. Product analysis did not identify a device malfunction. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) due to the device not working and fluid loss. Upon explanting the device, the left cylinder was found to be badly damaged in the middle part with the outer shell torn over a long distance. A patient outcome of fully recovered was reported.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis(ipp) due to the device not working and fluid loss. Upon explanting the device, the left cylinder was found to be badly damaged in the middle part with the outer shell torn over a long distance. A patient outcome of fully recovered was reported.

Manufacturer narrative:
Additional information received that fluid loss was identified.

Event description:
It was reported that the patient experienced a surgical procedure to replace an inflatable penile prosthesis (ipp) due to the device not working. Upon explanting the device, the left cylinder was found to be badly damaged in the middle part with the outer shell torn over a long distance. A patient outcome of fully recovered was reported.